Event description:
Three lesions were treated during the index procedure, the prox lad, prox lcx, and mid lad. The left main to prox lad lesion was treated with predilation and deployment of one resolute integrity stent (4.0 x 18mm). It is reported that there was no immediate complication and post procedure residual stenosis was less than 10%. It is also reported that the patient suffered sudden cardiac arrest during preparation for wiring and ballooning of the left main to lad and was treated with CPR and defibrillation. It is noted in the procedure notes that the lcx was totally occluded after the lm to lad stenting. The prox lcx was treated with predilation and one resolute integrity stent (2.75 x 18mm) was deployed. The third lesion treated was the mid lad which was treated with balloon only angioplasty resulting in a post procedure stenosis less than 10%. There is no information available at this time in relation to the cause of death. An acute mi in the prox lad is noted in the discharge letter. It has been reported that the patient died on the same day as the index procedure. Investigator has indicated that there is little relationship between death and pci.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (death, mi).